Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6) ; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6) ; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe aortic stenosis, with an annulus of 25.8mm. A 14fr cook introducer sheath was used for access, with a safari guidewire. The valve was loaded with no issues. The valve was positioned in cusp overlap view at an implant depth of about 3mm. After the valve was implanted, angiography showed the presence of paravalvular leak (pvl). It was decided to post-dilate using a 26mm true dilatation balloon. The patient left the operating room in stable condition. The day after the procedure, transesophageal echocardiogram (tee) showed moderate central aortic regurgitation and insufficiency in one leaflet. Two days following the procedure, a second valve (26mm s3) was implanted. No additional adverse patient effects were reported.